Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 191 mg/dl at the time of incident. The customer reported that the insulin pump was hitting the sensor graph button. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar is not moving with no input. Customer stated using the up and down arrow allows them to navigate screens. Customer reported block mode is inactive. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.